Event description:
Healthcare professional (hcp) reported that a patient injected in deep ck3 with juvéderm® volux¿ and experienced "inflammatory reaction with granulomas", "current decrease in inflammation but volux enduration is seen in dark circles". The hcp ¿requests a second opinion to find out if there are similar cases where volux has migrated due to inflammation¿ treatment included hyaluronidase. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.